Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about the implantable cardiac monitor (icm) hurting them, stating that the icm was painful and moved around. The icm remains in use. No further patient complications have been reported as a result of this event.